Event description:
It was reported that the customer had high blood glucose levels. No exact blood glucose levels were provided. The customer treated with manual insulin injections. The customer reported a button error alarm from the insulin pump. The customer was advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.